Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product found piece of haptic and piece of optic torn off and missing. There was evidence of clear surgical residue. Conclusion: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
It was reported that a aa4204vf silicone single piece lens was damaged, no add'l info available. Further info has been requested but none has been forthcoming, a supplemental medwatch will be the submitted when further info is available.